Event description:
The explanted lead and generator were received on (B)(4) 2015. Analysis of the generator was completed on (B)(4) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the explanted lead was completed on (B)(4) 2015. The reported allegation of "abraded insulation" was verified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were found.

Event description:
It was reported that the vns patient was referred for exploratory surgery due to an increased perception of stimulation which was described as painful and erratic. The patient's device was tested and showed normal device function. The patient's device was temporarily disabled using the magnet and the painful stimulation resolved. The physician decreased the programmed device settings and the patient tolerated the adjustment well. It was noted that painful stimulation issues began after the patient experienced a drop seizure. The patient underwent exploratory surgery on (B)(6) 2015. The lead was found to have an abraded opening in the silicone tubing and was replaced. The generator was replaced prophylactically. The explanted devices have not been returned to date.